Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message during testing. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with in relation to the door not fully latched messages, which were not reproduced. Evaluation found the door able to latch close with a loaded IV set, however, force required to secure door was above expected levels. The door hooks and latch pins were replaced to correct this condition.